Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported noted leakage during infusion. Immunotherapy infusing at time. No known harm to patient. The leak was inside the body. Infusion stopped. PICC removed. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a catheter held close to the camera; however, the catheter tubing was out of focus. What appears to be use residue was observed on a portion of the catheter. No damage could be discerned from the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported noted leakage during infusion. Immunotherapy infusing at time. No known harm to patient. The leak was inside the body. Infusion stopped. PICC removed. No other information was provided.